Event description:
It was reported that 3 bd¿ thin wall 31g x 5mm value brand needles were difficult to operate. The following information was provided by the initial reporter : the customer returned 3 standard bd pen needles reporting too much insulin flowed through them during expression.

Manufacturer narrative:
Investigation summary : exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for (difficult or unable to operate) on this lot # 1202194. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batch # 1202194 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.